Event description:
Per the clinic, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on aug 20, 2019.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an mris (tesla strength unknown). The patient's head was wrapped as an approved. A skin ulcer resulted at the magnet site.